Event description:
Customer was first seen by et in 2005 for itching under the wafer with no visible rash or redness. Et noted ganulomas around the stoma and began using the larger opening 1 1/4 convex to miss those and continued use of eakin. Customer had been using to protect exposed skin. Because of complaint of itching under the wafer, et decided to patch-test customer's abdomen for eakin, stomahesive paste and wafer, adapt barrier and paste. Eakin seal and stomahesive paste were placed on different parts of abdomen in june 2005 and removed those days later. The only redness was found under the eakin on abdomen at that time.